Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is speculated that invisible or very small amounts of stain may have adhered to the electrical contacts of the connector, causing poor contact. Operation manual in ¿important information-please read before use¿, it is stated that "do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety.". Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the procedure was temporarily suspended and the screen of the deflectable videoscope went blank. When the error history was checked, it was found that an e226 scope communication error had occurred during the procedure as well. The problem was reproduced not only when it was combined with the otv-s700 / cll-s700 used in the operation, but also when it was combined with a different endoscope tower. When the connector of the otv-s700 used in the operation was cleaned to check for dirt, yellow dirt was found. The facility's medical engineer said that isodine on the nurse's hands during preparation may have adhered to the scope and caused a short circuit when it was connected to the main unit. The issue occurred during therapeutic laparoscopic colectomy procedure and was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The problem was resolved by turning the power back on and reinserting the scope. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the procedure was temporarily suspended and the screen of the deflectable videoscope went blank. When the error history was checked, it was found that an e226 scope communication error had occurred during the procedure as well. The issue occurred during therapeutic laparoscopic colectomy procedure and was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information found during the device evaluation. The glue of the objective lens was observed to be peeled off. Based on the investigation findings, stress from wear, handling, and reprocessing over time may have contributed to the degradation of the adhesive. However, a definitive root cause could not be determined.